Event description:
It was reported that the tip of an everest locking screw inserter stripped intra-operatively. Surgery was successfully completed with a second driver and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: upon review of the part, it was observed that the distal tip of the inner shaft showed signs of damage to the male hexalobe feature. Functional inspection: functional analysis revealed that the tip does not fully engage the hexalobe feature of a sample everest screw. Material analysis: the instrument was sent to imr materials analysis testing. No non-conformances were observed on the material during testing. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and four (4) similar complaints were identified. Per surgical technique: after the pedicle pathway has been prepared and proper screw length and diameter have been determined, the appropriate implant is selected and loaded for screw insertion using the everest deformity screw inserter. The everest deformity screw inserter will work with both polyaxial and uni-planar everest screws. To load the everest deformity screw inserter, grasp the implant by the shaft of the screw and apply a downward force to engage the screw into the hexalobe fitting of the screw inserter shaft. Thread the silver knob in a clockwise direction until the implant is securely attached to the inserter. Pull the silver knob toward the handle to lock the inserter onto the screw. To disengage the screw inserter, pull down on the silver knob, gently turn in a counter-clockwise direction, and remove the inserter from the surgical field. It is possible that the hexalobe tip may have been deformed due to incomplete insertion of the hexalobe tip on to the screw, or off-axis maneuvering of the instrument during surgical procedures. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface and reduce torque overloading.

Event description:
It was reported that the tip of an everest locking screw inserter stripped intra-operatively. Surgery was successfully completed with a second driver and no delay. No adverse consequences or medical intervention were reported.